Event description:
It was reported that the bd insulin syringes with the bd ultra fine¿ needle experienced a broken needle. The following information was provided by the initial reporter: the customer reported that the needle was broken before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-15. H6: investigation summary: customer returned a single 0.3ml, 29 gauge, 12.7mm syringe from lot 1095010. The investigation into the customer product did not find the needle to be broken, but one side of the barrel flange has broken off entirely. A review of the device history record was completed for batch # 1095010 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd was not able to confirm the needle was broken. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringes with the bd ultra fine¿ needle experienced a broken needle. The following information was provided by the initial reporter: the customer reported that the needle was broken before use.